Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient use, a ventilator capnography sensor intermittently failed to display the end-tidal carbon dioxide (etco2) measurements. There was no patient harm reported. Additional information has been requested, as there is no information regarding the patient being transferred to another ventilator.